Manufacturer narrative:
Additional information was received which noted that high out of range as well as low out of range pacing impedances were triggered when it comes to this device and right ventricular lead. The clinic was aware of this issue and will continue to monitor the patient. No further information is available when it comes to this case. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that high out of range pacing impedances were noted on this right ventricular lead and device. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
The system remains programmed to left ventricular pacing only.